Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving prialt/ziconotide (5 mcg/ml at 2.3 mcg/day) via an implantable pump for an unknown indication for use. It was reported a pump stop occurred. The event date was reported to be (B)(6) 2018. The representative stated they only reported the defect of the pump, and, as far as they knew, the defect had no effect on the well-being of the patient. The pump was replaced on (B)(6) 2018. There was "no information possible" regarding contributing factors, troubleshooting, and actions taken. The pump would be returned. The issue was resolved. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported or anticipated. A screen shot of the clinician programmer application was provided. This indicated service codes 232 (pump in eos or pump motor stall) and 234 (temporary stop or tube set duration exceeded) occurred. The application also indicated the pump had been stopped for 113 hours and 15 minutes.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.